Event description:
It was reported that the customer had a high blood glucose level between 300-400 mg/dl. Customer's mother stated that the customer's blood sugars never run under 200 mg/dl. Customer declined troubleshooting and stated that everything was fine. Customer needed a courtesy belt clip since their belt clip had broken. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.